Event description:
It was initially reported by the hospital that the handheld was not able to start up. Handheld was full charged but the screen is freezing at the start up. Troubleshooting steps were performed but it did not resolve the problem. New handheld was shipped to the site and the old handheld was returned to manufacturer for product analysis. Analysis is currently pending on the handheld.